Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged headache, cough, dizziness and sinus infections. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found no evidence of thermal or physical damage but found evidence of water corrosion/contamination on the inside of the fresh air intake port. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of water ingress contamination in the blower motor/assembly, with dirt/dust contamination on the inside of the front panel, rear panel, and bottom enclosure.the manufacturer found no evidence of sound abatement foam degradation. No humidifier was returned with the device. The manufacturer confirmed that the humidifier heater plate heats by using pil humidifier (h14392158de9d). The device's downloaded event log was reviewed by the manufacturer and found one e-101 on the error log. The manufacturer concludes the contaminates found were consistent with water corrosion/contamination on the inside of the fresh air intake port, water ingress contamination in the blower motor/assembly, with dirt/dust contamination on the inside of the front panel, rear panel, and bottom enclosure. The manufacturer confirmed there was no evidence of sound abatement foam degradation.